Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was found that the leafkey housing is chipping/flaking off. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.